Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 900 mg/dl. The exact date was unknown, but it was stated that it was between the months of (B)(6) of 2010. Prior to the event, the customer had gone to bed, and woke up vomiting. The customer went to the rest room, then passed out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.